Event description:
It was reported that the patient presented during clinical follow-up. Interrogation of device noted that the implantable cardioverter defibrillator performed anti-tachy-pacing (atp) due to noise signals from electromagnetic interference (emi). No interventions were performed. The patient was in stable condition.